Event description:
The reporter stated that the poly portion of the radial head assembly was not flush with the stem and appeared to be inserted incorrectly. This was noticed at the beginning of the procedure. Another device was immediately available, and it was used instead. There was no significant delay to the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.